Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon fractured. The device was then retrieved and the procedure was completed with a different device.